Event description:
This is filed to report a clip caught in chordae, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a large left atrium. A mitraclip was placed a2/p2. The physician pulled the clip delivery system (cds) without waiting for imaging, causing the clip to be pushed to a3/p3 and become entangled with chordae. It was not possible to free the clip but was able to grasp both leaflets and deploy the clip. It was decided to abort the procedure. The patient was being consulted for a surgery. The system functioned as intended, but it was a user error. Mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) appears to be due to the clip being implanted while entangled in chordae as a part of an unexpected medical intervention to avoid injury rather than to reduce mr. The reported entrapment of device (clip caught on chordae) was due to procedural circumstances (maneuvers performed without confirming clip is clear from anatomy). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.